Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to clinic for normal follow up. When manual capacitor maintenance was performed, an alert for charge time limit reached was noted. Subsequent capacitor maintenances showed long charge times. Device was explanted and replaced.

Manufacturer narrative:
The extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.